Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Multi organ failure: the cause of the injury was not determined due to insufficient clinical details. Placement signal (ps) issue: the cause of the placement signal issue is not determined due to no product returned, lack of clinical information, and inconclusive data logs review. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp experienced loss of the placement signal. Impella support continued and no patient harm was reported.

Event description:
The complainant reported a patient was implanted with impella devices (indication unknown) for mechanical circulatory support (mcs). The patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. The following day, the impella rp device generated a ¿placement signal not reliable¿ alarm thought to be related to insertion technique. There was no impact on the pump function. However, the next day, the impella rp device was explanted (for reason unknown), and the patient remained on impella cp mcs for approximately 1.5 weeks. The patient¿s condition deteriorated resulting in systemic inflammatory response syndrome (sirs) and subsequent demise.

Manufacturer narrative:
Medical safety reviewed the event and noted the following: a patient underwent a mitral clip procedure and subsequently required mechanical circulatory support. An impella cp device was placed post-procedure. Due to worsening right heart failure, an impella rp device was attempted 24 hours later. The initial rp insertion via the left femoral vein was unsuccessful due to tortuous venous anatomy; the device was removed. A second rp device was successfully placed in the left femoral vein. At the conclusion of the procedure, the physician noted a split at the tip of the peel-away sheath; no groin-related adverse event occurred. On the following day, the rp device generated a ¿placement signal not reliable¿ alarm, suspected to be related to insertion technique. Pump function was not affected. The rp device was explanted the next day, and the patient remained on impella cp support for approximately 1.5 weeks. Despite ongoing support, the patient¿s clinical condition deteriorated, resulting in systemic inflammatory response syndrome (sirs) and eventual death. The initial unsuccessful rp insertion and the split at the introducer tip are considered device malfunctions. The ¿placement signal not reliable¿ alarm on the second rp device is also considered a device malfunction, despite no impact on pump function. The patient¿s death is conservatively attributed to the impella cp device, as it was in place at the time of death; however, the patient¿s worsening clinical condition likely contributed significantly to the outcome. Type of reportable event update. After review of the case by medical safety, it was determined the impella rp event is a malfunction type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding initially reported remains unchanged. Correction: the following fields were corrected to provide information known: a4 weight, b5 event description (to provide complete event story with associated devices), b7 medical history and d10. Concomitant device. Related medical device reports: this impella rp report is one of four devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp pump 2, impella introducer and impella cp pump 1, which is associated with the demise outcome.